Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with breathing problems during a follow-up in clinic. The device was in backup vvi mode due to multiple memory corruptions. A device download was performed successfully. The patient will continue to be monitored.